Event description:
A pt was originally implanted with a gore excluder aaa bifurcated endoprosthesis trunk-ipsilateral leg component, contralateral leg component, and an aortic extender component in 2003. During final angiogram, a type I endoleak was evident and was resolved with an aortic extender component. Aneurysm sac enlargement and a type ii endoleak was evident on subsequent follow-up CT scans. On an unk date, a coil embolization was performed to resolve the type ii endoleak. During the procedure transudative fluid was aspirated from the aneurysm sac. Follow-up CT scans revealed continued progression of sac size. The physician thought this to be secondary to the endotension. A reintervention occurred in 2008, to reline original implanted devices. An aortic extender component was implanted 1 cm below the proximal end of the original aortic extender component. Two contralateral leg components were implanted to re-create the flow divider within the new aortic extender component.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis. Please note attached list of additional devices implanted in pt: pcc141200/021050306 and pca260300/022310806.